Event description:
MFR's rep reported the lancet needle will not retract after firing in the multiclix lancing device returned by customer to the MFR. No serious adverse event was reported. Replacement product was sent.